Manufacturer narrative:
Investigation ongoing. The cause of this event is unknown.

Event description:
The customer reported discrepant high na on one patient when compared to repeat testing on a laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
Investigation was completed. The cause for the customer¿s sodium issue remains indeterminate. Review of customer-provided data shows discrepant high sodium results in the patient tests against their matched test with the comparative analyzer. Review of provided raw epoc data does not reveal any abnormalities in the sodium biosensor waveforms or sodium result calculation process for the test results in question. Review of other available data for the card lots under investigation is unable to confirm discrepant biases against a direct ise and indirect ise instruments. Review of internal records do not identify any production issues, deviations, or other escalations that would be directly related to the customer¿s reported issue. No systemic product problem identified.